Event description:
During the implant procedure, the sensing, impedance, and capture values were not as expected. The lead was repositioned to a new location with no resolution. The lead was removed and replaced and the patient was stable.

Manufacturer narrative:
A complete lead was received for evaluation. As received, electrical testing revealed no indication of conductor fractures or internal shorts. X-ray and visual analysis found damage that is consistent with that occurring at the time of implant/explant.